Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100620, femoral stem 12/14 neck taper, 61085541; 00620205022, shell porous with cluster holes 50 mm, 62151501; 00980001200, proximal centralizer size 2, unknown; 00625006515, bone scr 6.5x15 self-tap, 61890084; 00630505032, liner standard 32 mm, 62156756; 00771100620, femoral stem 12/14 neck taper, 62182857; customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately three years post-implantation due to elevated ion levels, corrosion, metallosis, advanced local tissue reaction (altr), and pain. Operative report noted significant black staining of the posterior pseudocapsular synovial tissue lying on the pseudocapsule. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.